Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the screen was hit by another device. A field service engineer (fse) replaced the damaged all in one (aio). The screen had been cracked in the corner by hospital environmental services. The customer opened a drawer and inventoried random items, but full testing was not completed because hospital it needed to enable the mac addresses. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen was struck by another device on the wall and became shattered. The user stated that sharp fragments were present and were temporarily covered with packaging tape. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.